Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a (B)(6) female patient who had essure (batch no. B21572) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy in 2004 and chlamydial infection in 2002. Concurrent conditions included cyst (surgical removal of cyst), human papilloma virus infection, spotting vaginal, vaginal infection, painful intercourse, burning sensation, menstrual disorder nos, back pain, tingling of extremity, hematochezia, pap smear abnormal, anemia, ganglion cyst, vaginal discharge, yeast infection, uterine cramps, leiomyoma of uterus, unspecified and heartburn. Concomitant products included levonorgestrel (mirena) from 2016 to 2017 for menstrual cycle management as well as ethinylestradiol; norgestimate (ortho-tri-cyclen 21). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy bilateral salpingectomy cystoscopy rigid). Essure was removed. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Both fallopian tubes are occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding, cramping most recent follow-up information incorporated above includes: on 9-may-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping) and cramping. Medical history, concurrent condition, concomitant medication and lot number were added. The previous event injury was deleted. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.